Event description:
The indication for procedure was implantable cardioverter defibrillator (ICD) change out. Prior to leads being connected to the ICD, they tested stable through the pacing system analyzer (psa). However, once the leads were connected to the ICD, oversensing occurred intermittently ranging from 6-10 oversensed beats to approximate 20 oversensed beats. The patient is pacemaker dependent, and thus, this caused asystole. Consequently, the leads were connected to the original, previously implanted ICD in elective replacement indicator condition. Leads again tested stable through the psa. The physician completed several steps to mitigate the issue; however, oversensing was still observed when the leads were reconnected to the ICD. The physician eventually decided to explant the device as there is too much of a risk given the patient is pacemaker dependent. Another same brand device was selected and successfully implanted uneventfully.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block found no anomalies with the grommets or setscrews. Primary analysis finding: no anomalies were identified.